Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. The packaging was discarded; therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. Approximate age of device - the manufacture date and the date the power module patient cable was provided to the patient are unknown; therefore, the approximate age of the device is unknown. The patient was implanted with the heartmate ii device on (B)(6) 2012. The instructions for use recommends that power module patient cables be replaced every 12 months. The manufacture date is unknown as the lot number was not provided. The patient remains ongoing on lvad support. The report of a pump stoppage due to a low supply of voltage to the system was confirmed based on the evaluation of the submitted log file. The device was discarded and is not available for analysis; therefore, a root cause for the reported event could not be conclusively determined. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a pump stoppage was observed during device interrogation. There was no reported impact to the patient due to the pump stoppage event. The system controller log file was submitted and reviewed by the manufacturer's technical services representative. During the pump stoppage event, low supply voltages were captured in the log file that appeared to have occurred while the patient was switching power sources. Once adequate power was restored, the pump returned to operating at the set speed of 9000 rpm. The power module patient cable was replaced and the issue resolved.